Event description:
A healthcare facility reported to our distributor that the mask an rt040m full face mask had fallen apart inside its packaging. No patient consequence was reported.

Manufacturer narrative:
An investigation was conducted based on the event description and previous experience from similar complaints. Results: this is a known failure mode. The seal is held on the mask base by friction between the silicone seal and the retaining slot. Several undercut bump features provide some mechanical locking. However the seal can be pulled out under a force of approximately 10-15n. This 'mechanical locking' has been deemed to be insufficient as complaints have been reported due to seal (or cushion) coming off during use or during transit. The manufacturing process has been updated and a new gluing process has been added to provide better seal retention. The new process came into effect from 2008. Our monitoring and trending for this type of event shows a rate of occurrence of 0.0531% worldwide for the past year.